Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to external electromagnetic interference oversensing. The patient will be seeing in the clinic for follow up. This electrode remains in service. No adverse patient effects were reported.